Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on a aviva meter within 10 minutes: 252 mg/dl, 342 mg/dl, 81 mg/dl and 60 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.